Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery(rca). A 4.00 x 28 synergy stent was advanced but failed to cross the lesion. The lesion was pre-dilated but still the device failed to cross. Moreover, upon removing the device from the patient's body, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified stent damage. Strut rows 3 and 4 from the distal end of the stent were damaged and deformed. Strut 4 from the distal end was lifted and pulled distally. The remainder of the stent was undamaged. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink at approximately 170mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion found a kink at approximately 120mm distal to the port weld. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery(rca). A 4.00 x 28 synergy stent was advanced but failed to cross the lesion. The lesion was pre-dilated but still the device failed to cross. Moreover, upon removing the device from the patient's body, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.